Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's wife stated she and the patient were sleeping and she woke up to the sound of the patient's cgm alerting. When she checked the cgm, it was displaying 79mg/dl and she tried to wake the patient up. She could not wake the patient and called for her son to assister her in waking the patient. They checked the patient's bg with a meter and it was reading 29mg/dl. The patient ate a snack and was doing fine after eating. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.